Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot complete testing) was confirmed. As received, the monitor would not complete testing. Upon evaluation, the q12 and q16 insulated-gate bipolar transistors (igbts) and u409 processor had shorted the cause of the inability to complete testing is the shorted transistors and processor. Root cause investigation into igbt failures is underway. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it could not complete testing.